Event description:
Per the clinic, the patient was unable to utilize the sound processor due to a thick skin flap. Retention troubleshooting measures were performed, however, the issue remains. Subsequently, the patient underwent tissue revision surgery under general anesthesia on (B)(6) 2026. The implanted device remains.

Manufacturer narrative:
The device details have been obtained and updated in the appropriate field.